Event description:
It was reported to philips that the system could not boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting actions identified a defective fuse in the main power distribution unit (mpdu). The fse replaced the defective mpdu fuse. After replacing the mpdu fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.